Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: expelled, expulsion of essure device"), pelvic pain ("severe pelvic pain / pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in an adult female patient who had essure (batch no. 623211) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression, headache, pregnancy (dob (B)(6) 2002, (B)(6) 2003, (B)(6) 2007, (B)(6) 2008), hypertension and vitamin d deficiency. Negative for intraepithelial lesion and malignancy. Fungal organisms morphologically consistent with candida species are present. *urine pregnancy test result- negative upt was negative. Essure procedure was performed as per protocol and was completed successfully. Concurrent conditions included constipation, throat sore (states it feels like her throat is closing) and burning in throat. Concomitant products included alprazolam, lisinopril, oxycodone hydrochloride;paracetamol (percocet) and piroxicam (paxil). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia , heavy bleeding during cycle"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), constipation ("gastrointestinal or digestive system condition type: constipation") and abdominal pain ("abdominal pain") and was found to have blood pressure increased ("blood or heart disorder/condition type: had to increase my dose on my blood pressure medication"). In (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder /urinary/ vaginal) : uti"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced anxiety disorder ("anxiety disorder") and anxiety ("psychological or psychiatric problems: anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), back pain ("chronic back pain"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"), depression ("psychological or psychiatric problems: depression") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube), right salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pregnancy with contraceptive device, abortion spontaneous, rash, skin disorder, fatigue, anxiety disorder, mood swings, vaginal haemorrhage, vulvovaginal mycotic infection, blood pressure increased, dyspareunia, vaginal discharge, constipation, urinary tract infection, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain lower, back pain, menorrhagia, dysmenorrhoea, abdominal pain and abdominal pain upper had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abortion spontaneous, anxiety, anxiety disorder, back pain, blood pressure increased, constipation, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mood swings, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: complications or problems that occurred at the time of her essure placement was difficult placement of the right tube (per records) diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2009: expulsion of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on 28-mar-2019 for the following reason: patient pregnancy information was updated. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in an adult female patient who had essure (batch no. 623211) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and headache. Negative for intraepithelial lesion and malignancy. Fungal organisms morphologically consistent with candida species are present. Concurrent conditions included constipation, throat sore (states it feels like her throat is closing) and burning in throat. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), back pain ("chronic back pain"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), fatigue ("fatigue") and anxiety disorder ("anxiety disorder"). The patient was treated with surgery (she had surgery to remove the essure implant - unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain, rash, skin disorder, fatigue and anxiety disorder outcome was unknown. The reporter considered abdominal pain lower, anxiety disorder, back pain, fatigue, pelvic pain, rash and skin disorder to be related to essure. Diagnostic results: urine pregnancy test result- negative upt was negative. Essure procedure was performed as per protocol and was completed successfully. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: expelled, expulsion of essure device"), pelvic pain ("severe pelvic pain / pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in an adult female patient who had essure (batch no. 623211) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression, headache, pregnancy (dob (B)(6) 2002, (B)(6) 2003, (B)(6) 2007, (B)(6) 2008), hypertension and vitamin d deficiency. Negative for intraepithelial lesion and malignancy. Fungal organisms morphologically consistent with candida species are present. Concurrent conditions included constipation, throat sore (states it feels like her throat is closing) and burning in throat. Concomitant products included alprazolam, lisinopril, oxycodone hydrochloride;paracetamol (percocet) and piroxicam (paxil). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia , heavy bleeding during cycle"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), constipation ("gastrointestinal or digestive system condition type: constipation") and abdominal pain ("abdominal pain") and was found to have blood pressure increased ("blood or heart disorder/condition type: had to increase my dose on my blood pressure medication"). In (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder /urinary/ vaginal) : uti"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced anxiety disorder ("anxiety disorder") and anxiety ("psychological or psychiatric problems: anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), back pain ("chronic back pain"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"), depression ("psychological or psychiatric problems: depression") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube), right salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pregnancy with contraceptive device, abortion spontaneous, rash, skin disorder, fatigue, anxiety disorder, mood swings, vaginal haemorrhage, vulvovaginal mycotic infection, blood pressure increased, dyspareunia, vaginal discharge, constipation, urinary tract infection, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain lower, back pain, menorrhagia, dysmenorrhoea, abdominal pain and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abortion spontaneous, anxiety, anxiety disorder, back pain, blood pressure increased, constipation, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mood swings, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: complications or problems that occurred at the time of her essure placement was difficult placement of the right tube (per records) diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2009: expulsion of essure device. Diagnostic results: urine pregnancy test result- negative upt was negative. Essure procedure was performed as per protocol and was completed successfully. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: pfs received event " mood swings, abnormal bleeding (vaginal, menorrhagia),pregnancy (stillbirth or miscarriage), infection (bladder/ urinary tract/vaginal) type: yeast infections, uti, anxiety, depression, blood or heart disorder/condition type: had to increase my dose on my blood pressure medication, migration of essure device location of device: expelled, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),vaginal discharge, constipation, abdominal pain, stomach pain" were added. Reporter, patient information added. Outcome of event " pain, heavy bleeding during cycle, cramping" were updated as recovered. Medical history and concomitant medication were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in an adult female patient who had essure (batch no. 623211) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and headache. Negative for intraepithelial lesion and malignancy. Fungal organisms morphologically consistent with candida species are present. Concurrent conditions included constipation, throat sore (states it feels like her throat is closing) and burning in throat. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), back pain ("chronic back pain"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), fatigue ("fatigue") and anxiety disorder ("anxiety disorder"). The patient was treated with surgery (she had surgery to remove the essure implant - unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain, rash, skin disorder, fatigue and anxiety disorder outcome was unknown. The reporter considered abdominal pain lower, anxiety disorder, back pain, fatigue, pelvic pain, rash and skin disorder to be related to essure. Diagnostic results: urine pregnancy test result- negative upt was negative. Essure procedure was performed as per protocol and was completed successfully. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received. Reporter information updated, lab data ,patient demographic information, relevant history and concomitant conditions and essure indication, lot number, start stop date, events - rashes or skin conditions, fatigue, anxiety disorder, chronic back pain were added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps") and pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower and pain outcome was unknown. The reporter considered abdominal pain lower, pain and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.